Manufacturer narrative:
The actual device was not available; however, a video of the sample and event were provided for evaluation. The video evaluation showed a leak at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product evaluation, it was found one exactamix 5000 ml eva tpn bag leaked from the middle port. There was no patient involvement. No additional information is available.